Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: (B)(6) hospital in australia informed cook of an incident involving an ultrathane mac-loc locking loop biliary drainage catheter from an unknown lot number. On 28feb2021, the staff was moving the patient up the bed when the drain became stuck on the bed resulting in the hub breaking off. No unintended section of the device remained inside the patient¿s body and there have been no adverse effects to the patient due to this occurrence. However, the patient did require a new drain to be placed. A review of the drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. One used ult 8.5fr catheter was returned with the hub separated from the tubing. There is no damage to the flare or cap. The tubing was cut into two sections and the distal tubing returned had another deformation/separation. No other visible damage was noted. Relevant measurements were taken of the device, and the device measured within specification. These measurements include the connector cap inner diameter, mac-loc hub inner diameter, the catheter tubing outer diameter, and the distance between the cap and the hub. Additionally, a document based investigation evaluation was performed. The risk specifications covering mac-loc drainage catheters includes hub separation as a potential failure mode. The identified risk controls include the manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Based on the review of current documentation, cook has concluded that inspection activities are currently in place to prevent the release of non-conforming product related to the reported failure mode. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. In response to this incident, cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. A global sales shipment report was conducted from 01jan2018 through 28feb2021 for rpn: ult8.5-38-40-p-32s-clb-rh. Cook was unable to narrow down the lot this complaint pertains to. There is no evidence suggesting nonconforming product exists in house or in the field. A CAPA was previously opened to investigate this issue; manufacturing-related root causes were identified, and corrective actions were implemented. Due to the manufactured date of the affected lot being unknown, it is possible a manufacturing or quality control deficiency contributed to this incident as determined from the CAPA investigation. However, the customer stated the hub came off due to the drain being stuck on the bed and the returned device showed no evidence that the device was manufactured out of specification. Therefore, cook will not conclude with findings of the CAPA, but cause traced to the user for an unintended use error. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon preliminary investigation, an additional separation in the tubing of the device was observed.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation: cns. PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a female patient required placement of an ultrathane mac-loc locking loop biliary drainage catheter for a for a biliary drainage procedure. Some time after placement, as the patient was being moved in bed by staff, the drain became stuck on the patient's bed and the drain "broke at the hub". The device was removed and another similar device was placed. No other adverse effects were reported for this incident.